Event description:
It was reported during implant procedure that the right ventricular lead exhibited high pacing impedance. The lead was successfully exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.